Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An olm intracranial pressure monitoring kit was involved in an incident and was described as follows: the "derivation" of the intracranial pressure is over 10mmhg (in less than 12 hours) compared with the value given by the external ventricular "derivation." The product was in contact with the patient and the patient was not injured. It is not known if the event led to an increase in surgery time. Additional clinical information has been requested.